Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code appears again, which the caller acknowledged and understood.